Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) received a shock while playing basketbell. Upon interrogation, the shock impedance measurements from the therapy history were noted to be out-of-range (<20 ohms, >125 ohms). Several more measurements were taken with the same out-of-range results. It was noted that the patient felt a zap in the pocket area following only the first test. Noise was also noted on the shock channel during the stored episode.